Event description:
The customer reported that the spectrum displays system error 105 alarms. There was no patient injury. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. The evaluated found that the reported symptom of ec 105 was caused by a failed motor flex. The motor has been replaced.